Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, at 15:20, the doctor attempted to perform left inguinal deep vein dialysis catheter insertion under aseptic bedside conditions and the guidance of b-ultrasound. However, the puncture failed, and the guide wire was twisted and bifurcated. The patient had general edema and oliguria and was treated with crrt (continuous renal replacement therapy). The guidewire of the picco (pulse contour cardiac output) was replaced, and the procedure was reattempted, and at 15:35, the left inguinal deep vein dialysis catheter insertion under the guidance of bedside b-ultrasound and aseptic operation. The catheter was inserted 24 cm. The catheter was fixed properly and was unobstructed, although there was a little bleeding and exudation at the puncture site. The deep puncture dressing was replaced once to ensure the catheter remained unobstructed and the crrt treatment ran smoothly. There was no reported patient outcome.